Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Correction: d10: the date device returned to manufacturer was documented as june 3, 2019 in the initial report. This has been corrected to april 18, 2019. This actual device was returned for evaluation. During repair it was determined that the the reported condition was confirmed. The assignable root cause was determined to be due to improper device maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer device would not run, had a damaged component, sticky trigger, could not engage the attachment, and the device control unit was defective. It was further determined that the device failed pretest for check the attachment coupling, trigger test, and check the off/forward/reverse mode. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.